Manufacturer narrative:
Phone number: (B)(6). A device history record is not available due to insufficient device data. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: rupture of the contralateral side.

Event description:
Physician reported right side no complaint against the device, however photos provided for visual analysis show a ruptured device. Physician later confirmed right side rupture. The device has been replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified. Through the photos provided, it is not possible to determine the lot number and catalog broken device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Physician reported right side no complaint against the device, however photos provided for visual analysis show a ruptured device. Physician later confirmed right side rupture. The device has been replaced.